Event description:
A distributor reported on behalf of a healthcare facility in japan, that an rt105 adult breathing circuit was found leaking water from the expiratory limb during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section g4: the rt105 adult breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.